Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 130790036, lot number 5248255. Device history review : review of the device history records did not reveal any related manufacturing deviations or anomalies that would have contributed to the reported event. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse shoulder replacement. Surgeon: minas petrelis, warners bay private primary shoulder was a global adv, revised to delta xtend for infection on the (B)(4) 2015 this was the revision of the delta. Revision (B)(6) 2018 for inferior notching, poly wear - leading to pain. Patient initial l.